Event description:
It was reported that an asymptomatic patient presented to clinic for normal follow up . Externalized conductors were observed via diagnostic imaging. No electrical anomalies were detected. The lead was explanted and replaced. The patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead with the lead tip measuring 52.1cm was returned for analysis. External insulation abrasion was noted at 13.0-13.2cm from the distal tip electrode, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 9.0-10.5cm from the distal tip electrode. The etfe coating was intact at these locations.